Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a acdf procedure in a patient diagnosed with spinal stenosis. It was reported that the screw broke off in patient while tightening. The head of the screw is the only part not in the patient now, rest of the screw remains in patient. Product will not be returned since it remains implanted. No revision surgery is planned, product is going to stay in patient according to surgeon. No patient injury / complication was reported.